Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3998, lot# lb5504, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb5504, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the patient's device was removed about 10 - 11 years ago. The reason for removal was not known, but it was indicated that the device was not working for him. An x-ray verified that the lead was still implanted. An MRI of the patient's lumber spine was ordered. It is unknown whether the MRI was related to the device or therapy. No symptom, diagnosis, or outcome was reported. Follow-up attempts have been conducted, and the report will be updated if additional information is received.